Event description:
The patient stated that it is difficult for the keypad buttons to activate desired pump functions. The patient said she needed to press the buttons multiple times for the buttons to activate a pump response. She says she cleans the pump with a cotton ball and alcohol. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.